Manufacturer narrative:
This report is submitted on september 24, 2019.

Event description:
Per the clinic, it was reported that the patient experienced a lack of osseointegration resulting in fixture loss on (B)(6) 2019. It is unknown whether the patient was reimplanted, as of the date of this report.